Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Only photo was returned. Plunger override was observed on the returned photo. The attached photo shows an activated company device. The plunger appears to be advanced outside of the nozzle tip and appears to be advanced over the iol. The iol appears to be advanced into the nozzle entry and is pushed to the left. We are unable to determine the root cause for the reported complaint "lens stuck in delivery system/cartridge / lens would not advance/deploy/eject". The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was stuck in delivery system or cartridge. The lens would not advance. The cartridge plunger advanced, however the lens remained stuck. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).